Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. The patient was doing well.

Manufacturer narrative:
External insulation abrasion was noted at 31.7-32.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.